Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer to do so as this was off label. The customer¿s blood glucose level was 203 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.